Event description:
The pt had the product placed during a therapeutic procedure on a pt (exact date unknown). During the physician's attempt to replace the balloon with a new replacement balloon, the bumper from the original device fell into the pt's stomach. The complainant indicated that the broken bumper was retracted from the pt with the aid of a scope. Another device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.